Manufacturer narrative:
One device was returned for repair with complaint that the pump did not infuse medication correctly. No previous repairs were noted within the last 12 months. Visual inspection found worn downstream occlusion (dso) sensor button starting to split. Functional tests were performed. Pump couldn't be tested for flow accuracy due to cassette detection issues caused by damaged downstream occlusion (dso) sensor. It was tested twice and passed both tests (results: (B)(4), (B)(4)). The results of these two tests leave enough error margin to be used as satisfactory result, confirming that the customer reported issue could not be replicated/duplicated at the time of investigation. Preventive maintenance was performed. Replaced lens, dso sensor, rear and front housing, and lock.

Event description:
It was reported that the pump did not infuse medication correctly. Reported status of device was during medicine administration. There was no patient harm.